Manufacturer narrative:
Phone #: (B)(6). Patient required medical intervention to remove the segmented section of the sheath. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a vascular operation of the right groin, the tip of the flexor balkin guiding sheath separated during the removal of the device. According to the initial reporter, a 6-60mm, stent, and .035 stiff guidewire were being utilized through the sheath. The patient did not have any tortuosity, but moderate calcification was noted. The wire was activated for 5 minutes using heparinized saline. Reportedly, because the sheath had broken at the iliac bifurcation, two incisions were made to removed the separated segment. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Initial report: it was reported, during a vascular operation of the right groin, the tip of the flexor balkin guiding sheath separated during the removal of the device. According to the initial reporter, a 6-60mm, stent, and .035 stiff guidewire were being utilized through the sheath. The patient did not have any tortuosity, but moderate calcification was noted. The wire was activated for 5 minutes using heparinized saline. Reportedly, because the sheath had broken at the iliac bifurcation, two incisions were made to removed the separated segment. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of device history record, documentation, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. One 6fr kcfw was received in 2 sections. The proximal section consisted of the check-flo valve and 22cm of sheath material with approx. 6.5cm of elongated coils present. The distal section measured 23.6cm and no coils exposed. The separation points are jagged and torn with end hole is damaged. A review of the device history record for non-conformances was not possible due to the lot number not being provided. A trackwise search for complaints on the same lot was not possible due to the lot number not being provided. As there are adequate inspection activities established, and objective evidence that the DHR was fully executed it was concluded that there is no evidence that nonconforming product exists in house or in field. A CAPA was previously initiated regarding this failure mode. The process of assembling the sheath was successfully validated for tensile strength; the minimum load required for failure (separation) was greater than 15 n. The CAPA team did not arrive at a definitive root cause and was closed at the end of the root cause phase. The following primary contributing factors have been identified: a.) These devices can be advanced into restrictive anatomies. The CAPA investigation showed that clinical users may be using these devices to force through restrictive anatomy, causing separation upon removal. B.) Instructions for use warn to reinsert the dilator prior to removal. Investigation has identified that this is not always performed. Based on the review of current documentation and the outcome of the root cause investigation, it was determined that the separation failures of the flexor introducer sheath devices are based upon the use of the device rather than any manufacturing or design non-conformances. No corrective actions will be pursued as the root cause investigation has identified that the product conforms to all design requirements and the incident rate is within the identified acceptable risk level. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The investigation conclusion could establish the definitive cause can be attributed to the warning to reinsert the dilator prior to removal and the moderate calcification reported in the vessel. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.